Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a bilateral arteriotomy closure of the left and right common femoral arteries (lcfa and rcfa) using the pre-close technique with a 6f sheath at each access site prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed at each access site. The sheath was upsized to 21f in the lcfa and 22f in the rcfa. The tavi procedure was completed. Reportedly, post procedure, the two preplaced sutures in the lcfa achieved hemostasis successfully. The two knots of the preplaced proglide sutures in the rcfa were advanced successfully to the vessel wall yet hemostasis was not achieved. Five other knots of new proglide devices were successfully advanced to the vessel wall yet hemostasis was not achieved. There was a large amount of bleeding. Three hours of manual compression were applied to successfully achieve hemostasis. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.